Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis could not confirm the reported event. No anomalies were found. The device passed a full functional test, power up was normal, and the adaptor was found to be in good condition.

Event description:
The patient reported the monitor gives him a shock each time it 'reads' him. He states it is strong enough to push his hand away from the implanted device, with the antennae in his hand. Additional information from a nurse in the patient's doctor's office states they last saw him on (B) (6) 2009, on the day prior to the patient's report. She stated that transmission problems were discussed, "monitor unable to read him", but the patient did not mention receiving a shock. The nurse had told the patient that interrogation showed an appropriate device shock occurred on (B) (6) 2009, but the patient reportedly did not feel it. No further patient complications have been reported as a result of this event.